Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01098. It was reported that the patient's l5 and s1 leads had migrated. Follow up revealed that the patient had fallen. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads replaced. Patient has effective therapy.